Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 50 mg/dl at the time of the incident and was treated with carbohydrates and glucose tablets. The customer¿s other blood glucose values were 200 mg/dl to 300 mg/dl, also 294 mg/dl, and 297 md/dl. The customer also mentioned that they had high blood glucose and was treated with the insulin pump. The customer reported that they were kicked off auto mode which had been working for 2-3 months. The customer stated that when they would get out of bed they would have high blood glucose. The customer would bolus then eat breakfast following which the blood glucose would stay good. The customer mentioned that this past week their blood glucose would be high even after the bolus the correction and calibrate bolus for breakfast and would not bring blood glucose down. The blood glucose would be over 200 mg/dl and they would drop out of auto mode and go to manual and would correct the blood glucose and changed sites. The customer reported experiencing low blood glucose for just this past week. The insulin pump was in auto mode at the time of the incident. The customer alleged that the insulin pump was under delivering, as it would take 4 hours for the blood glucose to become stable. The customer does not allege that the insulin pump was over delivering. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they had a back-up plan available. The device will not be returned for analysis.